Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer rolled over the pump and as a result the touch screen became shattered and unresponsive. In addition, the pump touchscreen became unreadable. Reportedly, the screen had red and green lines that blocked the graphics and text. The customer's blood glucose was 168 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.